Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the baclofen pump had malfunctioned for the past two days and the patient had noticed increased muscle spasticity and itching below t6. It was noted the pump had been filled a week ago. It was noted the patient had withdrawal symptoms for those two day. The patient was admitted to the hospital due to the severity of the present illness and the patient's clinical condition. The patient remained ill appearing despite ed treatment. There had been periods of tachycardia noted during their ed course, which suggested a higher potential for instability. The hcp felt the patient had a significant risk of short term decompensation. The patient appeared chronically ill, which makes them less able to handle the stress of their acute illness. The patient had no sensation below t6 so has no pain with spasm, however stated that it was preventing them from sleeping and occasionally was so bad that it throws them from their chair. Also complaints of upper torso and upper extremity skin sensitivity and itching that began yesterday. The patient was prescribed oral medications as replacement but these were not adequate for them. The patient presented to the emergency room at (B)(6) complaining of intractable itchiness, spasticity and began to have mental status changes. Taking oral baclofen that they started yesterday evening, last took 40mg at 2pm (instructed he can take every 6 hours). Otherwise denies any recent fevers, chills, chest pain, sob, cough, headache, dizziness, back pain. Stated that approximately 10 days ago they noticed pain at the site of the baclofen pump in their abdomen when sleeping on their right side. Has never had pain at the site of the pump before. Only hurts when they were laying or pressing on it. On (B)(6) 2020, the catheter was checked and the hcp was unable to aspirate out of the pump. There was spontaneous csf flow in the proximal catheter after cutting excess distal tubing and exploring back wound to make sure no kinks or disconnections.

Event description:
Additional information received from a consumer reported the patient presented to the ed on (B)(6) 2020, reporting baclofen pump malfunction and withdrawal symptoms for several days. The patient reported that approximately ten days prior, they noticed pain at the site of the baclofen pump in their abdomen when they were sleeping on their right side, and never experienced pain at the site of the pump before. There was pain when they were laying or pressing on it. The patient also reported increased muscle spasticity which initially started in the left leg and worsened to involve both lower extremities and itching below t6. The patient's exam was notable for diffuse bilateral lower extremity muscle spasm with presentation consistent with baclofen withdrawal. The patient underwent revision surgery on (B)(6) 2020, during which the pump was required to be replaced. The pre and post op diagnosis was occlusion of pump and catheter. The catheter was found to be functioning and properly located, so it was left in place with only a small portion cut and replaced.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted:(B)(6) 2017 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8781, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the consumer indicated that patient had withdrawal symptoms and was admitted to the hospital. It was reported that during the catheter replacement surgery the pump was checked and no issue were found but it was replaced. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017. Product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's spasticity was increasing and he was given an oral baclofen prescription. He called back to say that the spasticity had gotten worse, so he was instructed to go to the emergency room (ER). Additional information indicated that the cause of the spasticity was not know for sure, but it appeared that there was "some sort of kink or clamping on the catheter." That segment was removed and replaced. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status was noted to be alive - with injury, with the injury noted to be increasing spasticity. No further complications were reported.